Manufacturer narrative:
There is no indication that the lens has been explanted. (B)(6). Device evaluation: the product was implanted. Therefore, it was not available for investigation. The reported issue was not verified. Manufacturing records review: the manufacturing records and complaint history for the product could not be reviewed as the serial number was not known. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer experienced an issue with the intraocular lens (iol). It was noticed that while inserting the iol, the trailing haptic trailed on insertion. It had to be manually pushed using forceps. There was no patient injury reported. No additional information was provided to abbott medical optics.